Event description:
Additional information was provided 27jun2024. The issue was noted at the conclusion of the procedure. The patient had not been removed from the procedure table. The patient was re-prepped and draped, and the tube was exchanged for a new one.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a3, a4, b3, b5, d9, e4, h6 (annexes e and f) this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: it was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter leaked at the junction between the shaft and the mac-loc hub. The issue was noted at the conclusion of the procedure. The patient had not been removed from the procedure table. The patient was re-prepped and draped, and the tube was exchanged for a new one. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Reviews of the complaint history, device history record (DHR), quality control, and instructions for use (IFU), as well as a visual inspection of the returned devices, were conducted during the investigation. One used damage catheter and seven unopened catheters were returned to cook for evaluation. A functional test of the used catheter confirmed the device leaked between the cap and mac-loc adaptor. There was a fold in the flare visually noted from the proximal lumen. Cook has concluded that the device was manufactured out of specification. The seven sealed devices were opened and leaked tested. There was no leakage. No portion of the flare was present in the lumen of the mac-loc adapter. The distance between the cap and the hub was measured and the devices were determined to be within specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed one related non-conformance for ¿fitting damage¿ in which seven devices were scrapped. A complaint history search did not identify any other events associated with the reported device lot. A search of the production log from the relevant manufacturing department identified 11 lots that were manufactured the same day and the day after the complaint lot. No complaints were reported on these 11 lots. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU, [IFU_multi2_rev1], packaged with the device contains the following in relation to the reported failure mode: "precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that a manufacturing and quality control deficiency contributed to the event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b - procode: additional product codes: gbo, lje e3 - occupation: inventory coordinator g4 ¿ PMA/510(k) #: k171603 this report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter leaked at the junction between the shaft and the mac-loc hub. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.